Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
Arjohuntleigh has been informed by the lawsuit that: "mr. (B)(6) lived at home with his wife who suffered from fairly advanced alzheimer. Mr. (B)(6) used this lift to get out of bed and to transport him to his wheelchair which he then used to move throughout the home. On this day he was in the lift and was going to his chair when the lift stopped - he could not get back to the bed or to the chair. There is a red emergency cord which he pulled and it did not work - he somehow slipped through the harness and it pinned his arms above him head. He remained in this position for several hours until his wife's at home nurse came and found him. 911 was called but it was too late- he suffered severe injuries to legs and arms, subsequently he went into renal failure and passed."